Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and requested a replacement pump. The customer reverted to manual injections for insulin therapy.